Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. X-ray review by mmi shows that overall fit and alignment of the implants as well as bone quality appears normal. No hardware or bone fracture is seen. The indication of ps post breakage cannot be confirmed radiographically. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial knee arthroplasty on an unknown date. Subsequently, the surgeon suspected the ps post on the bearing had broken so a revision surgery was performed, confirming the ps post was broken and a new ps poly was implanted. The patient was revised approximately two weeks ago. No additional information is available.